Event description:
It was reported by customer that during startup, the system of cardiosave iabp (intra-aortic balloon pump) was not coming up. There was no patient involvement.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings,component codes, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code). The fat department performed a visual inspection of the part received and found that the part is in good condition. The fat department installed part and serial no. Rdtech in the cardiosave test fixture serial number and tested to factory specifications. The failure analysis and testing department could not verify the failure of system not coming up. Retaining the scroll compressor in the fat dept.